Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. Vascular access was obtained via right femoral artery by contralateral approach. The 100% stenosed target lesion was located in a moderately tortuous and moderately calcified left superficial femoral artery. A 4.0mm x 150mm x 150cm, mr coyote balloon dilatation catheter was used to predilate the target lesion. Upon the first inflation, the balloon ruptured at 10 atmospheres. The balloon was retrieved intact. The procedure was completed with a small peripheral cutting balloon. No patient complications were reported and the patient's status was good.